Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a patient developed a rash under the mass to the right side of the stoma over a month. The patient will be sent alternative products to try. Patient was advised to see a health care provider, if the condition does not improve. Patient outcome is not reported.